Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a patient experienced allergic reaction to the use of luc digital ipn 3d premium tooth - 500ml - shade a3.5. Patient had a follow up appointment and had complaint of what thought to be denture stomatitis. Patient was treated with nystatin and advised not wear the denture at night. The erythema was not resolved and possibly determined that the patient experienced an allergy to something in the acrylic.